Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the modular flexdrill bit fractured during use. All fractured pieces were recovered. No fractured pieces were left in the patient.

Manufacturer narrative:
No product was returned; visual and dimensional evaluations could not be performed. Insufficient information provided to perform a device history review. The device was used for treatment. Insufficient information provided unable to perform a complaint history search. Insufficient information to perform deviation history. Surgical notes were not provided. A definite root cause cannot be determined.